Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of 127 ohms. Troubleshooting options were discussed. No troubleshooting has been performed and no actions have been taken. The patient will continue to be monitored via normal follow-up appointments. No adverse patient effects were reported. The device remains in service.